Event description:
After 3 weeks of use, vyaire medical circuit adult htd vyaire 1 limb 8ft (item ID 4681-504) melted at part of circuit that is closer to the mask. No harm occurred and product was exchanged. Product was discarded by caregiver, unable to obtain lot number prior to discarding.